Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow button was not responding appropriately and required several presses to respond. The patient reported that the issue began a week prior and was getting worse with time. The patient reportedly wore the pump in a pocket and did not clean the pump.